Manufacturer narrative:
The insulin pump had no button error alarm. The insulin pump had intermittent button response due to corroded keypad trace. The insulin pump had minor scratches on the lcd window, cracked display window corners, cracked battery tube threads, a broken belt clip slot, a cracked reservoir tube lip, and a cracked reservoir tube. No moisture damage on the insulin pump's electronic assembly. The insulin pump passed the unexpected restart error alarm test. The insulin pump had no unexpected restart alarm. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
It was reported via phone call that the insulin pump had an unexpected restart alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 8.4 mmol/l. Troubleshooting was not performed. The device was returned for analysis.